Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/27/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. It was reported via web self-service that the patient experienced a skin reaction with an infection which occurred the day the sensor had been inserted in the arm. The patient developed a rash, redness, and inflammation under the sensor patch. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient consulted a health care provider who prescribed an unspecified oral antibiotic medication. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.